Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic') in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and obesity. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced nausea ("nausea") and migraine ("migraine/migraine/headache"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder/urinary problems: bladder infections"), vaginal infection ("vaginal infections") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). In 2015, the patient experienced iron deficiency anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced visual impairment ("vision problems"). In 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dermatitis allergic ("rash/skin condition"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with iron, vitamins nos and surgery (anticipated or scheduled date- (B)(6) 2019). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, cystitis, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, weight increased, tooth disorder, migraine, headache, visual impairment, vaginal haemorrhage and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for chronic, pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, rash/skin condition, psych injury, bladder infections, vaginal infections, uti. Currently planning for essure removal. Right tubal ostia- 5 coil, left ostia- 4 coil. Anticipated or scheduled date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: homogeneous-appearing uterus with essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and obesity. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In 2012, the patient experienced nausea ("nausea") and migraine ("migraine/migraine/headache"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder/urinary problems: bladder infections"), vaginal infection ("vaginal infections") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). In 2015, the patient experienced iron deficiency anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced visual impairment ("vision problems"). In 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dermatitis allergic ("rash/skin condition"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with iron, vitamins nos and surgery (anticipated or scheduled date- (B)(6) 2019). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, cystitis, vaginal infection, urinary tract infection, fatigue, alopecia, nausea, weight increased, tooth disorder, migraine, headache, visual impairment, vaginal haemorrhage and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for chronic, pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, rash/skin condition, psych injury, bladder infections, vaginal infections, uti. Currently planning for essure removal. Right tubal ostia- 5 coil, left ostia- 4 coil. Anticipated or scheduled date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: homogeneous-appearing uterus with essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Lot number added. New events - "abnormal bleeding (vaginal, menorrhagia) and joint pain" added. Reporter information, medical history, treatment drug and lab data were added. Event blood disorder/heart disorder was updated to iron deficiency anemia and event rash/skin disorder was updated to dermatitis allergic. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report